Manufacturer narrative:
Device evaluation: the device related to the reported events anxiety - product/ procedure and capsular contracture was received on (B)(6) 2026, with catalog number mcghan350cc . Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ anxiety - product/ procedure : unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture : unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (crease, openings and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "severe capsular contracture baker grade unknown and exchange from textured to smooth devices due to the patients concern with the product". This record is for left side. The device has been explanted and replaced.

Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade unknown. The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "severe capsular contracture baker grade unknown and exchange from textured to smooth devices due to the patients concern with the product". This record is for left side. The device has been explanted and replaced.